Event description:
"No display" was reported. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). "No display" was reported. There was no reported patient involvement. No further information was provided. The available information indicates that the device was not evaluated/repaired. No further communication was requested and none is warranted. Based on the customers report we are considering this a malfunction but we cannot determine the cause from the available information.